Event description:
It was reported that during use it was discovered that the product was defective with a bd phaseal¿ administration products - IV bag access. The following information was provided by the initial reporter: c110 missing section of the branch. The nurse did not notice missing section until attaching medication to it.

Manufacturer narrative:
H.6. Investigation summary a complaint for ref 76.3638 from batch l70891-1 that one of the two double y-sites was missing. We have not received the original sample but a photo of the set while in use. It clearly showed a set with only one double y-site instead of the regular two. A device history review was conducted for lot number l70891-1. Most likely the faulty assembly was caused by human error. The assembly is a manual process. The device is alsp packed in the boxes manually. H3 other text : see h.10.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the product was defective with a bd phaseal¿ administration products - IV bag access. The following information was provided by the initial reporter: c110 missing section of the branch. The nurse did not notice missing section until attaching medication to it.